Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient weight information. Further information was requested but not received. An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It as reported that the patients ipg was not placed in surgery mode during an unrelated patient surgery. Patients ipg was confirmed to be inoperable. Patient underwent surgical intervention wherein the patients ipg was explanted and replaced on (B)(6) 2023 and therapy was restored post-operatively.